Event description:
It was reported that during a laparoscopic appendectomy procedure, the device misfired (staples did not close) and there was bleeding, but not enough to administer blood products to the patient. An additional vascular and standard reload was used in same device to control bleeding and complete the case.

Manufacturer narrative:
(B)(4) = photographs photographic conclusion: based on the visual evidence provided in the photos, the event description can be confirmed, a malformed staple was present. Unfortunately, there is not enough evidence to determine the cause of the complication. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.